Event description:
A device was used during a hemorrhoid procedure. The device fired an incomplete staple line. The staples that were not placed in the anastomosis were retrieved from the perineum. The procedure was completed by traditional hemorrhoidectomy with cautery and sutures.